Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00102 was sent in error. This complaint was meant to capture laser (low or high power) which is not considered to be a reportable malfunction. MFR report # 2916837-2020-00123 captures the leakage issue.

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facscanto ii system w/fluidics cart. The following information was provided by the initial reporter: facs canto ii negative delta pmt on fsc as part of the compliance review, this is a safety check related to the reported leak (leak from wetcart). Please provide answers to the following questions, 1. Was the leak fluid or air? 2. Was the leak contained within the instrument? 3. Was there spray of fluid under pressure? 4. What was the fluid that leaked? ---water 5. Was the customer/bd personnel physically in contact with the fluid? 6. Was blood or bodily fluids exposed to the customer? 7. Was harm to the customer due to the leak response?: work order notes for (B)(4) description: leaking fluid from wetcart. Leak is waste, it was not contained within instrument, no results affected, no-one hurt.¿

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facscanto ii system w/fluidics cart. The following information was provided by the initial reporter: facs canto ii negative delta pmt on fsc as part of the compliance review, this is a safety check related to the reported leak (leak from wetcart). Please provide answers to the following questions, was the leak fluid or air? Was the leak contained within the instrument? Was there spray of fluid under pressure? What was the fluid that leaked? ---water. Was the customer/bd personnel physically in contact with the fluid? Was blood or bodily fluids exposed to the customer? Was harm to the customer due to the leak? Response: work order notes for (B)(4) description: leaking fluid from wetcart. Leak is waste, it was not contained within instrument, no results affected, no-one hurt.¿